Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a davinci assisted surgical procedure, the monopolar curved scissors (mcs) instrument was vibrating. Customer took out scissors and put back in, still vibrating. Replaced with another scissor, that one was fine. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissor (mcs) instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the blades opened and closed properly several times. The cut test was done three times and passed each time. The instrument passed the electrical continuity test. Internal and external visual inspection revealed no issues. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.